Event description:
Reported via clinical study it was reported that pulmonary edema occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2026. At the end of the procedure, the patient developed borderline high-pressure pulmonary edema. The patient was treated with intravenous furosemide 80mg and a bladder catheter with good results. The relationship to the study procedure is noted as probable. The outcome of the event was resolved on 19-jun-2026.